Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: fault: surgical image was flickering. Tried changing camera heads, issue still persisting. Action taken: serviced. New transition board fitted. Tests: function test: general inspection, electrical safety test. Notes: all tests passed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.